Event description:
On a living related laparoscopic donor nephrectomy, a 12mm ligaclip applier -large- was misfiring. It was not completely closing the clips on the vessels and it was shooting the clips off to the side. The clip applier was removed from the field and replaced with a new one that functioned appropriately. A failed medical device form was completed, and the clip applier was given to our nurse manager.